Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/02/2017 with the following findings: the battery cap was not able to attach to the pump securely. The battery compartment was cracked. There was evidence of moisture corrosion found in the battery compartment.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was noted that there was moisture within the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.